Event description:
Situation: baxter pump not alarming to proximal occlusion. Background: adult patient status post mva with cervical spine fracture and c/f spinal cord injury presenting for emergent decompression and stabilization. Anesthetic and surgery initiated without issue. After exchanging the propofol infusion bottle 2-3 times we were notified by neuromonitoring that there was more emg activity possibly indicated lightening of the anesthetic. A detailed inspection was undertaken of ivs under the drapes for infiltration, disconnection, or other reasons for malfunction. Upon inspection of the IV tubing, it was noted that propofol was not infusing despite the pump appearing to function properly. No alarms were triggered. Inspection of the pump and the propofol tubing led to the discovery of a kink in the tubing immediately proximal to pump entry which was partly hidden from sight. Replacing the tubing allowed for proper function and reinitiation of the propofol infusion. The specific pump was not sequestered. Assessment: baxter pump did not recognize a proximal occlusion. Additional anesthetic was administered during this event. Unclear at this time if awareness had occurred as patient is still intubated in the ICU. Recommendation: follow up with patient to assess for intraoperative awareness and provide counseling/support if present. Notified baxter of the ongoing pump issue. The clinical site was not able to identify which pump was involved in the event and therefore cannot interrogate or provide the pump to baxter for investigation. Manufacturer response for IV infusion pump, spectrum iq pump (per site reporter).